Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 wax guard came unseated and fell into the user's ear canal. The hearing aid user was referred to a physician who removed the wax guard. There was no injury to the user's ear canal.